Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had been experiencing high blood glucose for three days. Their blood glucose level was over 500 mg/dl on (B)(6) 2017. Troubleshooting was performed on the insulin pump. The customer reported that there was a crack on the insulin pump. The customer declined troubleshooting on the high blood glucose. They had a blood glucose level of 293 mg/dl which they treated with a bolus and manual injection. Their current blood glucose level was 172 mg/dl. The device will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump functioned properly during testing. The insulin pump was received with damage display window cover, cracked battery tube, cracked battery tube threads and cracked retainer. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.